Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center after a physician questioned enzymatic creatinine and urea nitrogen results for one patient (sid (B)(6)). The results had been obtained on a dimension vista 1500 instrument. The sample was rerun on an alternate dimension vista instrument and both resulted lower. During a review of the instrument files, it was discovered that quality controls and patient samples had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for mass creatine kinase mb isoenzyme (mmb) and ammonia (amon) resulted within range despite being dispensed onto other qc material. Qc results were out of range for troponin (ctni), n-terminal pro-brain natriuretic peptide (pbnp), barbiturates (barb), benzodiazepines (benz), cocaine metabolite (coc), methadone (meth), opiates (opi), phencyclidine (pcp), amphetamines (amp), cannabinoids (thc), cerebral spinal fluid protein (ucfp), lactic acid (la), and glucose (glu). It was also discovered that patient samples tested for sodium (na), potassium (k), chloride (cl), total prostate specific antigen (tpsa), glu, calcium (ca), total bilirubin (tbil), aspartate aminotransferase (ast), alkaline phosphatase (alp), albumin (alb), enzymatic creatinine (ecrea), urea nitrogen (bun), carbon dioxide (co2), low density lipoprotein cholesterol (ldlc), cholesterol (chol), high density lipoprotein cholesterol (hdlc), triglycerides (trig) had been dispensed into aliquot wells containing qc material. The initial results were reported to the physician(s). The samples were rerun and some rerun results varied from the initial results. It is unknown which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the qc or patient samples being dispensed into the same aliquot wells as other qc material.